Event description:
It was reported to covidien on 12/09/2009 that a customer had an issue with a hemodialysis catheter. The customer states there was blood leakage between the silicone port and the carbothane portion of the catheter during a dialysis session. They had to clamp the catheter then remove and replace it immediately.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.